Event description:
Per the clinic, the patient experienced a slow healing process around the abutments. The patient underwent bilaterally revision surgery on (B)(6) 2012, and was fitted with a longer abutment on both sides.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed november 7, 2013.